Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the failure 4100, corrupt sound file on sd card. The motor is leaking, establishing a relationship between the event reported and the device. The root cause is a corrupt software on the sd card and a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that device was showing error 4100. During service evaluation was confirmed that device cannot start up correctly and is not free from critical errors also device was not able to generate and control negative pressure. No case involved.